Manufacturer narrative:
A4-a6:unk, h6: work order search found one similar complaints. (B)(4).

Event description:
The reporter indicated that on a 13.2mm vicm513.2 implantable collamer lens of a -8.0 diopter tore/broke during injection/delivery into the patient's left eye (os). There was patient contact. No patient injury was reported. A replacement lens was implanted on (B)(6) 2023 and the problem was not resolved. Reportedly, " combined medical devices: alcon constellation, replacement lens also tore/broke." Cause of the event was the device.

Manufacturer narrative:
Additional information: h6 - type of investigation 3331 - device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).